Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The description of the vessel is unknown. The 2.5 x 25 mm nc trek balloon catheter was advanced to the lesion. There was no resistance noted. During the first inflation to 8 atmospheres (atm), the balloon ruptured. A new nc trek was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - use after expiration. Evaluation summary: the device was returned for analysis and the reported balloon pop/ rupture was not confirmed via returned device analysis. The definitive cause for the reported balloon pop/rupture could not be determined. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was noticed during the lhr review that the device expired prior to use. It should be noted that the nc trek rx instructions for use (IFU) instructs the user to inspect the use by date on the package. In this case, the use after expiration did not appear to have caused or contributed to the reported balloon pop/rupture.